Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one of two events (cardiovascular and death) reported fot the same pt involving two separate products; associated MDR #s 1225714-2013-02941, 1225714-2013-02943, 1225714-2013-02944.